Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the inability to remove the lock line, clip jumping open while locked, complete clip detachment and difficult to remove. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and then placed on the mitral valve. The clip was attempted to be deployed, but while removing the lock line (ll), resistance was felt. Troubleshooting was performed but the ll was unable to be removed. Since one end of the ll was already retracted into the device, the physician decided to continue the deployment sequence. After the gripper line was removed, the delivery catheter (dc) handle was retracted. However, after retracting the dc handle, the clip arms jumped opened to a completely inverted position, resulting in the clip detaching from the mitral valve and migrating into the left atrium (la). The clip remained attached to the ll; therefore, the physician was able to pull the clip into the steerable guide catheter (sgc). However, it was noted the clip became caught on the soft tip of the sgc, but no damage occurred to the soft tip. The clip and the sgc were successfully removed simultaneously without further issues. A new transseptal puncture was needed and a new sgc and one clip was deployed without issues, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Medical device problem code 2017 - failure to follow steps. All available information was investigated, and the reported mechanical jam was confirmed via returned device analysis. The reported expulsion, unintended movement (clip open ¿ locked), difficult to remove (cds/sgc), and difficult to open or close (clip jumping) could not be replicated in a testing environment. In addition, a knot in lock line, harness deformation, twisted gripper arm and a detached clip were observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip instructions for use (IFU) states under section 27.1 deployment step 1: lock line removal that ¿grasp one of the free ends of the lock line, confirm the line moves freely, and slowly remove the lock line. Pull the lock line coaxial to the lock lever. If resistance is noted, stop and pull on the other free end to remove the lock line¿. Since the deployment sequence continued without completion of lock line removal, this is considered as a deviation from the IFU. Furthermore, it was determined that the deviation from IFU contributed to the reported clip opening and jumping. Additionally, this event and the imaging provided by the account were further reviewed by the clinical r&d (research and development) staff engineer, and the visual observation from the provided fluoroscopic video and still images aligned with the reported incident details. Based on available information and the results of the analysis, the reported mechanical jam (lock line ¿ inability) was due to the observed knot in lock line. The reported unintended movement (clip open ¿ locked) and difficult to open or close (clip jumping) appear to be related to the mechanical jam and improper or incorrect procedure or method. The reported expulsion was due to the unintended clip opening. The reported difficult to remove was associated with the deployed clip getting caught on the sgc soft tip, and it was due to procedural circumstances as the clip was attempted to be retrieved at its opened position by pulling only on the lock line. The reported improper or incorrect procedure or method (use after damage) was due to the user error of not following steps per instruction for use (IFU) as the deployment sequence continued without proper lock line removal. A cause of the observed knot in lock line could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.